Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. While troubleshooting for an unrelated issue with customer support, it was noted that the pump¿s history showed evidence of an unprogrammed bolus of 0.0 units. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/05/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/23/2014 with the following findings: the pump powered on normally during testing and was able to successfully prime with no alarms. The pump was exercised for 24 hours and no 0.00u boluses were recorded in history during this time. The pump successfully performed a normal 10u bolus and a 10u audio bolus. Both were accurately recorded in the pump history. All keys on the keypad were found to be responsive to user input. No hypersensitive keys were observed. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.